Event description:
During evaluation of a returned homechoice device, one creased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on 18 jan 2015 at 00:47:47. During night drain cycle one the patient's ultrafiltration reading was 2455ml, indicating the home patient drained 2455ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A review of the service history revealed that previous device servicing did not cause or contribute to the reported difficulty of iipv-adult. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.